Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced an event of asthma aggravated. She developed a wheeze, and an increased intensity of her shortness of breath. Subsequently, on (B)(6) 2012, the patient went to the emergency room (ER) and was admitted to the hospital. She was treated with lasix, nebulized ipratropium, albuterol, beclomethasone, solu-medrol, pneumococcal polysaccharides vaccine (ppv), 23-valent and prednisone. During the hospitalization, the physician treated the patient with continuous albuterol nebulizers and IV steroids, and gradually decreased her nebulizers until she was in stable condition. On (B)(6) 2012, her symptoms resolved and she was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.05, fev1 % predicted: 84.02, fvc: 2.94, fvc % predicted: 93.04, post-bronchodilator: fev1: 2.23, fev1 % predicted: 91.39, fvc: 2.90, fvc % predicted: 91.77.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(6) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced an event of asthma aggravated. She developed a wheeze, and an increased intensity of her shortness of breath. Subsequently, on (B)(6), 2012, the patient went to the emergency room (ER) and was admitted to the hospital. She was treated with lasix, nebulized ipratropium, albuterol, beclomethasone, solu-medrol, pneumococcal polysaccharides vaccine (ppv), 23-valent and prednisone. During the hospitalization, the physician treated the patient with continuous albuterol nebulizers and IV steroids, and gradually decreased her nebulizers until she was in stable condition. On (B)(6) 2012, her symptoms resolved and she was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2012; pre-bronchodilator; fev1: 2.05; fev1 % predicted: 84.02; fvc: 2.94; fvc % predicted: 93.04; post-bronchodilator; fev1: 2.23; fev1 % predicted: 91.39; fvc: 2.90; fvc % predicted: 91.77. **additional information received since (B)(6) 2013** according to the complainant, the patient experienced the event of aggravated asthma on (B)(6) 2012, not (B)(6) 2012 as previously reported.

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). Study (B)(6): (B)(6).

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that batch 072710-59 met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.